Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The wash probe 2 waste valve was not working. The valve was replaced. No conclusion can be drawn. The cause for the discordant (B)(6) confirmatory results is unknown. The patient sample is not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." UDI number: the UDI number is unknown. The customer has not provided the hbsag conf reagent lot that was used at the time of the event.

Event description:
A falsely confirmed (B)(6) result was obtained when the customer performed the advia centaur xp (B)(6) confirmatory (conf) testing. The patient sample was repeat (B)(6) for (B)(6). The patient sample was sent to a reference laboratory for confirmation testing. The result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.